Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is thus based on the information provided by the user and our knowledge of the product. Result: visual inspection of the photographs provided by the hospital revealed that the nasal interface of the opt844 optiflow nasal cannula was partly disconnected on the left side of the manifold. Conclusion: without the complaint device, we are unable to conclusively determine what caused the reported fault. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The complaint opt844 cannula would have met the required specification at the time of production. The user instructions which accompany the opt844 cannula show in pictorial format the correct placement and fitting of the cannula and also warn: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube.

Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare (f&p) representative via our distributor that the opt844 optiflow nasal cannula was damaged. There was no patient involvement.